Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture ref no: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and developed pericardial effusion requiring no medical or surgical intervention. During the procedure, a steam pop occurred. During the second part of the case, a small pericardial effusion was confirmed by intracardiac echo. The physician decided to cancel the procedure. No medical or surgical intervention was required. The patient was reported to be in stable condition. There¿s no information regarding extended hospitalization, patient¿s outcome and physician causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and developed pericardial effusion requiring no medical or surgical intervention. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized. No errors were observed. The force sensor was tested and it wasfound to be working properly. The force values were observed within specifications. Electrical tests was performed on the catheter and it was found to be within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and found within specifications. The catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no non-conformances related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacture reference no: (B)(4).

Manufacturer narrative:
This complaint was submitted in error as the event is not MDR reportable. With the information provided there is no evidence of any serious deterioration in patient's state of health. There was no life-threatening illness, permanent impairment of a body function or permanent damage to a body structure. There was no need for medical or surgical intervention. Even though the procedure was cancelled there is no clear evidence that it was directly related to the pericardial effusion. However, since it has already been reported to FDA, any additional updates received will continue to be reported. On 1/29/2019, a manufacturing record evaluation was performed for the finished device and no non-conformances related to the reported complaint condition were identified. Manufacturer ref no: (B)(4).